Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the procedure to implant this transcatheter bioprosthetic valve, the patient¿s blood pressure was low and was controlled by providing reinfusion as necessary. After repeated recapture attempts, the patient¿s hemodynamics deteriorated due to exacerbation of native aortic regurgitation. In addition, a greater amount of infusion solution was required during the implant due to native stenosis of the left ventricular outflow tract. Heart failure and pulmonary edema were subsequently noted with possible myocardial ischemia likely due to deteriorating left ventricular function. It was noted that the valve was implanted successfully with resultant mild paravalvular leak (pvl). The patient required blood transfusions before and after the implant procedure in the setting of pre-existing anemia and post implant hemorrhaging at the monitoring access site and left subclavian artery. Despite treatment, the patient expired the night of the procedure due to hemorrhaging caused by dic (disseminated intravascular coagulation). Although the death was not directly linked to the product, it was noted that the procedure may have caused or contributed to the patient death. No autopsy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.